Manufacturer narrative:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a issue of calibrate the vacuum value did not pass. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) evaluated the unit and change muffer, 1/8 np vacuum side 1 piece. Calibrate a new vacuum regulator. The value is within the normal range -297.4 mmhg. Perform function test passed. Calibrate passed. Test balloon. The machine can be used normally.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) units vacuum valve did not pass. There was no patient involvement.